Manufacturer narrative:
Zoll has not yet received the autopulse platform for evaluation. A supplemental report will be filed if and when the product is returned and investigation has been completed.

Event description:
The autopulse platform (sn: (B)(4)) displayed a message of service error, out of service, revert to manual CPR during a shift check. There was no patient involvement.

Manufacturer narrative:
The reported event was confirmed. Evaluation of the autopulse platform (sn (B)(4)) during initial power up, revealed a system error, out of service, revert to manual CPR message on the display screen. Review of the archive data revealed a system error 136 (internal parameter corrupted) message. It was indicated that the processor board was defective and a replacement was necessitated to remedy the issue. As part of routine service during testing, the device was examined and found physical damage. The autopulse platform (sn (B)(4)) is a reusable device and was manufactured on 22 aug 2005. It has exceeded its expected service life of 5 years and is more than 12 years old. This type of physical damage found during visual inspection is characteristic of normal wear and tear for the age of the device and is unrelated to the reported complaint. Upon customer approval, the components will be replaced and the device will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse platform with serial number (B)(4).